Manufacturer narrative:
Service history review: lot t997813: no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sales consultant has a customer who purchased many of the surgical mallets, only 1 manufactured by synthes, part #399.43. The mallet is defective, as it has a very sharp edge that has cut staff and gloves. There was no patient or case involved. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a service and repair evaluation was preformed: the customer reported the item had a sharp edge. The repair technician reported the finish on the mallet was very rough. Burred is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on (B)(4) 2015. The evaluation was confirmed. A manufacturing evaluation was preformed: hammer 700 grams (part # 399.43 / lot # t997813/ mfg. Date: 09/2013). The returned device shows significant use during its minimum of 1.5+ year lifespan. The face of the hammer head has marks consistent with repeated use. The edge of the hammer head is slightly rolled in places, but no sharp edges were found. The handle is intact and attached to the shaft. A visual inspection, dimensional inspection, shr, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The complaint condition was unable to be replicated or confirmed. The cause of the complaint condition was unable to be determined. This complaint is unconfirmed. A service history review has been requested, as lot specific information is now available. Device is an instrument and is not implanted/explanted. Device is distributed in the united states. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.